Manufacturer narrative:
The customer¿s report of the device infusing faster than expected was not confirmed. The pcu event log shows that the pump module was programmed at 8:59 pm on (B)(6) 2018 to infuse fentanyl non-weight based dosing 5000mcg/100ml at a rate of 0.5ml/hr with a vtbi of 100ml. The infusion ran at rates of 1ml/hr, 1.5ml/hr and 2ml/hr before it was channeled off at 6:39 am on (B)(6) 2018. At 6:40 am, the user selected the device and again programmed fentanyl non-weight based dosing 5000mcg/100ml with 100mcg/hr for the dose, which made the rate 2ml/hr, and 70ml for the vtbi. At 11:54 am, the device was channeled off. The volume recorded as being infused during this period was 61.286ml. The starting/ending volume of the fluid container cannot be determined through device logs. There were no alarms prior to the user channeling the device off at 11:54 am on (B)(6) 2018. The event pump module and disposable set were not returned for investigation. The root cause of the reported event was not identified. Devices not received, log review only.

Event description:
The customer reported that the medication bag was finished but the pump was still infusing and showed it still had a volume to infuse. There was no patient harm.